Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that output detection circuit malfunction occurred due to the log of the subject device. When we performed checking the output repeatedly, but output detection circuit malfunction was not reproduced. The manufacturing history was reviewed, with no irregularities noted. Omsc concluded that there was no problem with the device. This type of the error is most likely related to the operator's technique. It was known that the error occurred when the connection between the transducer and the scissors was loose. The instruction manual of the subject device already states as the error handling; check if the thunderbeat or sonicbeat instrument and transducer are connected firmly. If not, connect them firmly.

Event description:
During a laparoscopic appendectomy, the subject device was used. While in use, the error to instruct turning on the device again displayed. The user turned on the device again, but the error frequently occurred. The procedure was completed with a different device. There was no patient injury reported. The user reported that unspecified error occurred before, but it returned at that time.